Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study reporting that the event was ongoing as of (B)(6) 2018. Device had not been explanted. No further complications were reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, nurse from home care reported redness at patient's incision site with 1/2 mm separation. The ins was implanted on (B)(6) 2018. Nurse wrapped it in xeroform dressing. On (B)(6) 2018, patient presented to clinic and reported their infection disease and physician started them on doxycycline 100 mg bid on (B)(6) 2018. Doxycycline continued and started bactroban bid for 10 days. Patient will return to clinic weekly. On (B)(6) 2018, examination revealed a generator pocket seroma. 17 ml of serosanguineous fluid was aspirated from site. On (B)(6) 2018, infection significantly improved. However, edges of sutures were seem in wound. Patient was referred to wound care. On (B)(6) 2018, patient presented to hospital and was admitted. Infectious disease contacted clinic, requesting stimulation system explant as it was infected (infection worsening) and could be seen through the sutures. Device was unable to be removed immediately as the patient was on blood thinners. Explant was postponed per cardiologist. The event resulted in in-patient or prolonged hospitalization. The etiology was reported to be related to implant procedure but not related to device or therapy. No further complications were reported as a result of this event.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved at study closure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6)reported the patient reported there was a surficial infection at the generator site. The hcp stated the device was explanted and not replaced on (B)(6) 2018. The hcp noted they ordered home wound care on (B)(6) 2018. The hcp stated the patient had pain at incision site following explant on (B)(6) 2018. The diagnostic examination found the site was improved, but still open without drainage on (B)(6) 2018. The hcp noted the wounds had continued to improve on (B)(6) 2018. It was noted the system was explanted to infection and wound dehiscence. There were no further complications that have been reported as a result of this event.